Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. Upon receipt at our quality assurance laboratory, this tria soft ureteral stent underwent a thorough analysis. Visual inspection of the device revealed that the stent bladder coil was torn in the suture hole. The suture and the positioner were not returned for analysis. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent can get torn during the preparation affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during a procedure, a tria ureteral stent was used and it was noticed that the stent was separated. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during a procedure, a tria ureteral stent was used and it was noticed that the stent was separated. The procedure was completed with another of the same device and there were no patient complications reported.